Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Vaginal discomfort [vulvovaginal discomfort]. When placed tampon in her had discomfort [complication of device insertion]. Only half tampon came out with string. Rest came out in pieces [device breakage]. Consumer sent an email stating that her daughter experienced discomfort during tampon insertion. When tampon was removed, half of it came out with the string, while the remaining product came out in pieces. No serious injury was reported.

Event description:
Vaginal discomfort [vulvovaginal discomfort] when placed tampon in her had discomfort [complication of device insertion] only half tampon came out with string...rest came out in pieces [device breakage] consumer sent an email stating that her daughter experienced discomfort during tampon insertion. When tampon was removed, half of it came out with the string, while the remaining product came out in pieces. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
09-mar-2021 product investigation results: no failure could be identified as a result of the investigation. No failure could be identified as a result of the investigation.

Event description:
Vaginal discomfort [vulvovaginal discomfort]. When placed tampon in her had discomfort [complication of device insertion]. Only half tampon came out with string. Rest came out in pieces [device breakage]. Consumer sent an email stating that her daughter experienced discomfort during tampon insertion. When tampon was removed, half of it came out with the string, while the remaining product came out in pieces. No serious injury was reported.